Event description:
It was reported, the video system center had a blackout image. An update necessary message was showing and when restarting, the light-emitting diode lamp at the bottom of the display was flashing red/ orange. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. The device was evaluated by a field service engineer (fse) on-site. During troubleshooting, the customer's error message did not reoccur. The fse assumed the memory stick of the customer was defective or too big. The fse carried out a software update and formatted the hard disk drive and the memory stick. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.